Manufacturer narrative:
(B)(4). Date of follow-up report : 09/01/2015. One of the tabs on the spindle cap was found to be broken and missing. The knife was bent indicating it may have been trapped between the jaws at one point. Furthermore, the knife did not extend or retract when the trigger was activated. If the trigger was being activated with force when the knife was trapped, the tab on the spindle cap would break.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife was not advancing properly. There was no injury to the patient. The device was returned to covidien for evaluation and initial inspection discovered that one of the tabs on the spindle cap was missing and not returned. The customer confirmed that it did not fall into the patient's cavity.